Event description:
It was reported that, "while reviewing initial post-op x-rays, of this primary knee replacement, surgeon noticed what may be tibial insert locking wire visible on x-ray. Patient is scheduled for surgery later today to review and possibly replace the tibial insert."

Manufacturer narrative:
Additional information has been requested, and if received, will be provided in a supplemental report.